Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, six heartstring iii devices failed to load as the seals remained inside the loading devices when the delivery devices were removed. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Reference MFR report #'s 2242352-2012-00591, 2242352-2013-01409, 01410, 01412, and 01413 for the related reports.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The seal was rec'd inside of the loading device, under the window. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).